Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 33 mmol/l and ketones. The cause was unknown. The customer received treatment with intravenous fluids. Customer was discharged on (B)(6) 2026, from the ER with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy.